Event description:
Additional information received noted that, regarding the trial patient and outcome ¿ another lead was used without incident. There was no known failure mode for the lead ¿ everything looked fine.

Event description:
It was reported that the call was about a surgical procedure. Discussed items and issues with regard to stimulation. The manufacturer's representative called in the middle of a lead implant case to report that they were only getting motor response and stimulation on contact 2. Tech services reviewed that lead placement may be the issue. The manufacturer's representative was in the middle of the case so tech services will email the representative for event information. On (B)(6) 2015, it was noted that the caller stated they tried switching from the right side to the left side with the same lead and got the exact same results. They changed out the curved stylet to a straight one. The caller stated they are now back to the right side and are finding the same issues occurring. Tech services reviewed this indicates it's a lead issue. The caller stated she will change out the lead. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID neu_unknown_lead, lot # unknown, product type lead; product ID neu_unknown_prog, serial # unknown, product type programmer, physician. (B)(4).